Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The reported event of resistance and a sheath puncture could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath puncture could not be conclusively determined.

Event description:
During the procedure, the stylet punctured the introducer sheath. Resistance was noted in the introducer during preparation for transseptal puncture. Both the needle and introducer removed from the patient and checked. It was noted that the stylet had punctured the sheath. The introducer was replaced to continue the procedure with no adverse consequences to the patient.